Manufacturer narrative:
A ge oec service representative investigated the issue and found a ribbon cable need to be re-seated. The ribbon cable to the external interface was re-seated. The system was tested and re-calibrated, and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed an open door error on boot-up. This error will not permit x-ray exposures.